Event description:
The procedure was a fistulogram with angioplasty. The evercross balloon ruptured and fractured during pta of fistula. The distal 2cm of balloon broke off and traveled to patient's heart and then traveled into the lung near the pulmonary artery. Upon discussion with a radiologist about retrieval, it was decided to leave it and observe patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.